Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, bad battery alarm, weak battery alarm, failed battery test alarm, battery out limit alarm or blank display noted. The pump was received with a stripped battery cap at the coin slot area, a corroded battery tube, a cracked reservoir tube lip, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out, low battery and failed battery. The customer states the pump had blank display. The customer's blood glucose level was 404mg/dl. The customer played around with the battery and got the pump functioning enough to treat for the highs with the pump. The customer states the pump was cracked at the screen and up. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.